Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the device has been explanted. Reportedly, the user's hearing performance with the device was affected. Additionally, there were 4-5 extra-cochlear channels which have been present since implantation. The user was reportedly re-implanted with a back up device (mi1250 syn2 flex24) after a failed insertion attempt.

Manufacturer narrative:
Conclusion: device investigation did not reveal any device damage or defect which is expected to have been present whilst implanted. Mechanical damages found during investigation are attributable to the removal surgery. According to the received information from the field, the recipient was explanted due to an electrode migration out of cochlea. Reportedly five channels were found extra-cochlea at explantation surgery. This is a final report.

Event description:
It was reported that the device has been explanted. Reportedly, the user's hearing performance with the device was affected. Additionally, there were 4-5 extra-cochlear channels which have been present since implantation. The user was re-implanted.